Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was no sound from the mx40. There was no patient involvement.